Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (wires exposed) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. Additionally, a service code 204 was reported and was unable to be duplicated due to a missing connector on the trunk cable. The root cause for the strained cable was excessive force. The root cause for the missing trunk cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent service code 204 (belt/monitor unusable) messages and also had exposed wires in the electrode belt.